Event description:
Report received from USA stating that the device "did not function" during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).